Manufacturer narrative:
E1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified second right posterolateral segment (rpl). A 15mmx3.50mm wolverine cutting balloon was selected for use. During the procedure, the balloon ruptured upon initial inflation at 8 atm for 10 seconds. The balloon was removed from the patient's body without any problem using the normal method. No complications were reported and the patient was in good condition after the procedure.

Manufacturer narrative:
E1: initial reporter city: (B)(6). Device evaluated by MFR.: the device was returned for analysis. Visual and tactile examination revealed no issues identified with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon identified a pinhole leak 7mm distal to the proximal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Bumper tip showed no signs of distal tip damage. The device was attached to an encore inflation unit and the balloon was observed to have a pinhole leak.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified second right posterolateral segment (rpl). A 15mmx3.50mm wolverine cutting balloon was selected for use. During the procedure, the balloon ruptured upon initial inflation at 8 atm for 10 seconds. The balloon was removed from the patient's body without any problem using the normal method. No complications were reported and the patient was in good condition after the procedure.